Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing and poor barrier separation of sample. The gel smearing event occurred 5 times. The poor barrier separation event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was "mixing of gel with serum and slanting gel separation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was gel smearing and poor barrier separation of sample. The gel smearing event occurred 5 times. The poor barrier separation event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was "mixing of gel with serum and slanting gel separation."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing and poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of gel smearing and poor barrier separation was not observed. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected with complete impervious gel barriers. No gel smearing was observed in the retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.